Manufacturer narrative:
The device has been returned and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
During the implantation of a left ventricular assist device (lvad), it was reported by the vad coordinator that the inflow conduit would not preclot, despite careful pre-clotting technique with tisseel. As a result, a second inflow conduit was preclotted and implanted in the pt. The first inflow conduit which was not implanted has been returned to the manufacturer for analysis.